Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
The manufacturer received information from dr. (B)(6) identifying approximately 10 cases of mitroflow lxa svd which occurred between 2018 and 2019. These ten cases resulted in requirement for percutaneous treatment; however, no event specifics are available.